Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. This medwatch includes both treatments that the physician referenced during the follow-up (B)(4).

Event description:
The physician reported: after treatment with juvederm ultra with lidocaine in the nasolabial folds and marionette area, the patient presented with scarring and permanent discoloration at the injection sites. The physician also noted during further follow-up: "...discolouration and scarring around insertion of juvederm ultra from 2 previous treatments." The physician reported one lot number which is being used for the two treatments referenced. This medwatch includes both treatments that the physician referenced. Allergan is attempting to acquire additional information.